Event description:
It was reported that during advancement of a resolute integrity rx drug eluting stent, the device encountered resistance and was removed from the patient. The device was inspected and prepared prior to use with no issues noted. No patient injury occurred and no clinical sequelae were reported. Evaluation summary: the device was returned for evaluation. The stent was positioned between the marker bands as per specifications. The 4th distal stent segment was raised and deformed.

Manufacturer narrative:
Evaluation: results: (related to operational context) ¿ given the damage on the device coupled with the manufacturing controls in place to detect this damage, it appears most likely that the issue is related to the attempt to use the device during the procedure and is therefore procedural related, inherent risk of procedure (stent deformation), deformation problem; conclusion: results: (operational context) ¿ given the damage on the device coupled with the manufacturing controls in place to detect this damage, it appears most likely that the issue is related to the attempt to use the device during the procedure and is therefore, procedural related, (inherent risk of procedure), known inherent risk of procedure (stent deformation). (B)(4).